Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient began having daily seizures after their battery replacement where they were relatively controlled prior to surgery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Additional information was received that the generator is functioning as normal but the patient&#(B)(6);s mother is requesting a battery replacement. The patient was referred for replacement but no relevant surgical intervention has occurred to date.

Event description:
The patient later underwent a battery replacement. The suspect device has not been received by manufacturer to date.

Event description:
The suspect device was received and is pending completion of product analysis.

Manufacturer narrative:
D9, corrected data: supplemental report 3 inadvertently submitted without noting the device was returned and received for analysis.

Event description:
Product analysis was completed on the suspect device. An interrogation, system diagnostic test, and comprehensive automated electrical evaluation (shows an ifi=no condition) were performed. The output signal was monitored for more than 24 hours and no anomalies were seen and the device performed according to functional specifications. Product analysis worksheet was reviewed and no anomalies were seen. Data dump was reviewed and no anomalies were seen.